Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the handpiece device had a defect was confirmed. An assessment was performed and found that the gear was blocked, jammed, had seized, was heavy moving and was rough running. It was further noted that the shaft rotated heavily on the device. The assignable root cause was determined to be due to strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the gears of the battery handpiece device had an unspecified defect. During in-house engineering evaluation it was found that the gear was blocked, jammed, had seized, was heavy moving and was rough running. It was further noted that the shaft rotated heavily on the device. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.